Event description:
After essure implant, over 10 years ago, I started experiencing migraine headaches during menstrual cycle as well as clotting. I'm being treated for depression and lack of concentration.